Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant) should have been included. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and angle closure with elevated iop. This explant resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6- health effect- clinical code 4581: angle closure . H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).